Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix full extended and clogged with blood and tissue. The reported event of sensing issue was not confirmed but helix mechanism issue was confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead body did not find any anomalies. X-ray examination found the inner coil was slightly over-torqued at the connector region consistent with procedural damage. Despite the inner coil being slightly over-torqued, after cleaning the helix, and applying torque onto the connector pin, the helix could be retracted and extended, and helix extension length was measured to be within specification. The cause of helix mechanism issue was isolated to blood and tissue in the helix region.

Event description:
It was reported that the right ventricular (rv) lead was dislodged. Lead revision was anticipated to resolve the event. The patient was stable and will continue to be monitored; there were no adverse consequences.

Event description:
It was reported that the right ventricular (rv) lead was dislodged. During lead revision, the helix failed to retract. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.